Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned high results for 5 patients tested for roche cardiac poc troponin t (troponin t) on a cobas h232 meter compared to a cobas c8000 laboratory system. Based on the data provided, the results for 3 patients were discrepant. Patient 1 was tested on the meter at 11:00 a.m. With a result of 46 ng/l. A new sample was obtained and tested on the c8000 system with a result of < 5 ng/l. The original sample was then repeated on the c8000 system with a result of 4.73 ng/l. Patient 2 was tested on the meter with an "elevated troponin warning." This sample was repeated on the c8000 system with a result of 3.00 ng/l. Three other patients were also tested on the meter with high results of 42 ng/l. On (B)(6) 2019 the customer repeated these 3 patient samples and 2 of the patients had "elevated" results and 1 patient had a result < 40 ng/l. The actual result was not provided. There was no allegation that an adverse event occurred. Qc results passed. The meter and test strips were requested for investigation.

Manufacturer narrative:
Relevant retention material roche cardiac poc troponin t of lot # 36140110 was measured on a qualified cobas h232 with: three negative blood samples and one spiked blood sample (c=60 ng/l), in comparison to the master lot #28237880, each blood sample n=three test strips with each lot: mean of the measurements with relevant retention material #36140110: first negative blood sample : <40 ng/l , second negative blood sample: <40 ng/l , third negative blood sample : <40 ng/l , spiked blood sample (c=60 ng/l): 70 ng/l . Mean of the measurements with master lot # 28237880: first negative blood sample : <40 ng/l , second negative blood sample: <40 ng/l , third negative blood sample : <40 ng/l , spiked blood sample (c=60 ng/l): 68 ng/l . The results from retention testing fulfill the requirements. The customer returned the meter, 2 test strips and 2 tubes of the patient sample. The meter was inspected visually and showed no abnormalities. Relevant retention material roche cardiac poc troponin t of lot 36140110 were measured on the cobas h232 from the customer and on a qualified cobas h232 with two negative blood samples, each blood sample n=one test strip on cobas h232 from the customer and n three test strips on qualified cobas h232. The customer's test strips were measured on the cobas h232 from the customer with two negative blood samples, n one test strip with each blood. The 2 tubes of the patient sample were measured on an e411 instrument at the investigation site. Measurements on cobas h232 from the customer with relevant retention material #36140110: first negative blood sample : 42 ng/l, second negative blood sample: 42 ng/l . Measurements on cobas h232 from the customer with customer's test strips #36140110: first negative blood sample : 42 ng/l, second negative blood sample: 46 ng/l . Mean of the measurements on the qualified cobas h232 with relevant retention material #36140110: first negative blood sample : <40 ng/l, second negative blood sample: <40 ng/l . Cobas e411 results with patient sample: tube 1: <3.00 pg/ml , tube 2: 4.97 pg/ml . One native blood sample was spiked with samples from the patient (tube 1 and tube 2) and were measured on the cobas h232 from the customer and on the qualified cobas h232 with relevant retention material of lot # 36140110, n=one test strip per meter. Tube 1, 0-sample: on cobas h232 from the customer: 60ng/l (spiked blood) , on qualified cobas h232: <40ng/l (spiked blood). Tube 2, 0-sample: on cobas h232 from the customer: 42 ng/l (spiked blood) , on qualified cobas h232: <40 ng/l (spiked blood) . The results of the measurements with relevant retention test strips on the qualified cobas h232 fulfill our requirements. The results of the measurements on the cobas h232 from the customer showed irregularities. The customer's h232 instrument is undergoing further investigation.

Manufacturer narrative:
The investigation determined the mirror within the customer¿s h232 instrument was affected by strip abrasion which affected the optics quality.